Event description:
The implantable lead and extension were replaced due to a device recall. X-rays were taken (date and results not reported). The patient experienced a lack of effect associated with the event. The hcp reported that the patient recovered without sequela.

Manufacturer narrative:
(B) (4): it is unclear what device had been recalled. There are currently no lead or extension recalls.